Manufacturer narrative:
Visual, dimensional, and functional analysis were performed on the returned device. The reported deflation issue could not be confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported deflation issue is related to a potential product quality issue. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A conclusive cause for the reported deflation issue could not be determined since the complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure the 5.0x12mm nc trek balloon dilatation catheter (bdc) would not fully deflate. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.